Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. ¿ lump/ nodule-breast: unable to observe since it is not related to the device. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and nodules diagnosed via ultrasound imaging. The device has been explanted and replaced

Event description:
Healthcare professional reported left side rupture and nodules diagnosed via ultrasound imaging. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, h6

Event description:
Healthcare professional reported left side rupture and nodules diagnosed via ultrasound imaging. The device has been explanted and replaced with a non-abbvie device.